Event description:
One week post-op, capture threshold had increase. X-ray revealed the lead to be taut. Lead dislodgement was suspected. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.